Event description:
The customer reported via phone call that she experienced high blood glucose levels after eating lunch. The customer's blood glucose was over 400 mg/dl. The customer treated the high blood glucose with insulin pump therapy. The customer explained that everytime she placed the infusion set in her thigh, she would experienced high blood glucose. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer declined troubleshooting for the high blood glucose. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.